Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a car accident in (B)(6). The customer's blood glucose level was around 200 mg/dl. The customer was wearing the insulin pump. The insulin pump was also physically damaged. The insulin pump alarmed button error, no delivery, and motor error. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.